Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 47 mg/dl, which was treated with glucose tablets. Upon troubleshooting, it was found that the reservoir showed the same amount of insulin as shown on the status screen. The customer was advised to consult with a doctor regarding low blood glucose, monitor the insulin pump and call back if the issues persisted. Nothing further reported.